Event description:
In 2009--patient implanted with composix kugel patch via open procedure. One month--patient underwent explant procedure for infection. The following month--patient underwent wound vac placement.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.